Manufacturer narrative:
Philips service replaced swp allura8. X.30.10 / u+c1.0.30.10 and hard disk spare part, rebooted the system, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the host pc failed to start, affecting system operation on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.